Manufacturer narrative:
Update 18 september 2018: pathogen not available. Lot 164135: (B)(4) items manufactured and released on 21 september 2016. Expiration date: 2021-09-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved. Reference 02.12.0512fr (k121416)tibial insert fixed sphere flex #5/12 mm r; lot 162640: (B)(4) items manufactured and released on 28 july 2016. Expiration date: 2021-07-17; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Reference 02.12.0025r (k140826) femoral component sphere cemented size 5+ r; lot 147699: (B)(4) items manufactured and released on 12 january 2015. Expiration date: 2019-11-30; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Reference 02.07.1205r (k090988) tibial tray fixed cemented size 5 r; lot 153500: (B)(4) items manufactured and released on 20 august 2015. Expiration date: 2020-06-30; no anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary surgery on (B)(6) 2015. The patient came in due to signs of infection. The patient was septic. The surgeon washed out the knee and swapped the poly and revised the patella. MDR (2017-00383) was filed. On (B)(6) 2018 the patient was revised again due to infection, pathogen unknown. The surgeon removed all hardware and implanted a spacer.